Manufacturer narrative:
H3: product analysis further found pre-repair temperature end of 1 minute, as follows: t1:81.8f, t2:83.6f. H6: code fdc d1102 is also applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Product ID: 1845000, serial/lot #: unknown, ubd: , UDI#: unknown h6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing, the indigo attachment was not working properly and was overheating in less than a minute. The device was being run in normal mode. There was no patient involvement.

Manufacturer narrative:
G3: the correct aware date of event is (B)(6) 2025. H3: product analysis found could not confirm the overheating. No fault found. H6: previously applied codes fdm b21, fdr c21, fdc d16 are no longer applicable. Additional information received, indigo drill was also involved in this event. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1845000, serial/lot #: unknown, ubd, UDI#: unknown h6: codes applicable are fdm b17, fdr c20, fdc d16 and img g04063. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.